Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery (rca). A 28 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent got lifted by the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported.